Manufacturer narrative:
Evaluation of the returned device noted the trap door to be crooked, which could have contributed to the reported event.

Event description:
It was reported that patient underwent a procedure on (B)(6), 2011, in which a ratchet bipass suture passer was utilized. After 4 - 5 uses, the instrument seemed slacky and did not hold the suture precisely.